Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer receiving an unknown medication via an implantable pump for non-malignant pain. It was initially reported on (B)(6) 2018 that patient's personal therapy manager (ptm) was not working. The patient had encountered the poor communication screen/icon on their ptm without the antenna. The patient does not use an antenna to connect. It was indicated the issue had started over the past couple days (relative to the date of the report, (B)(6) 2018). The patient had attempted to use the ptm without the antenna and replaced the ptm batteries prior to calling patient services. No troubleshooting was done on the call. The ptm was still not operating as expected. No out of box failures were reported. No medical or therapy problem related to a small part was not reported. No symptoms were reported. On 2019-jan-17, additional information was received via a consumer. The replacement of the patient¿s personal therapy manager (ptm) did not resolve the poor communication. It was indicated that the second device would not communicate with the pump. It was indicated that the patient was told to have their pain management physician clear the error message which was not his job they were told. It was indicated that the patient had made numerous calls to the manufacturer¿s customer service number with no resolution of the problem. It was further noted that the patient was tired of being put on hold or transferred between people that seem to have no clue as to how to fix the problem. The problem had been going on for over a year (day, month, and year unspecified ¿ previously reported as the past couple days relative to (B)(6) 2018) and the patient needed to be able to give themselves a bolus but was unable to do so.